Event description:
This supplemental report is being submitted due to the completion of the investigation on the 08-may-2023.

Manufacturer narrative:
Device evaluation: 1 x zso-7-12 device of lot unknown was not returned to cirl. With the information provided, a document-based investigation was conducted. Document review: as the lot number of the complaint device is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zso-7-12 devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Historical data not reviewed as lot number unknown. It should be noted that the instructions for use (ifu0045) states the following: visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Notify cook for return authorization. Care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent. There is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to excessive force, which generated the kink as the device was being straightened and prepared for contact with the wire guide. Summary: failure identified: stent kinked. Confirmed quantity of 1 device, used. Investigation findings conclude a non-definitive root cause of excessive force. The kink may have occurred as the device was being straightened and prepared for contact with the wire guide. According to the initial report, the patient did not experience any adverse effects. The complaint is confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
Reported by the dm on behalf of the customer via email - the met ii wire stripped (B)(4) and the zimmon stent kinked (B)(4). Patient outcome: the following has been requested on (B)(6) 2023. Did any unintended section of the device remain inside the patient¿s body? If yes, please describe. Did the patient require any additional procedures due to this occurrence? Did the product cause or contribute to the need for additional procedures? If yes, please specify additional procedures and provide details. Has the complainant reported any adverse effects on the patient due to this occurrence? Has the complainant reported that the product caused or contributed to the adverse effects? Please specify adverse effects and provide details. Was the patient hospitalized or was there prolonged hospitalization due this occurrence? Patient/event info - notes: are these events for the same procedure or for separate procedures? Yes. What is the lot # of each device? N/a. Please provide a customer contact person including their name, title and contact info. (B)(6). Will this be reported to the FDA? No. Would the customer like an acknowledgment letter? No. Please choose an appropriate account action for the customer below: no charge replacement, credit issued x, no action. Are the devices available for return? Yes. What type of procedure(s) were being performed? Ercp.